Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report from a nurse from the (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced an episode of peritonitis which resulted in his pd catheter being removed (date not reported). The patient informed the reporting nurse that the episode occurred immediately after using nutrineal (lot number not reported). On (B)(6) 2010, the patient attended his pd unit and completed retraining for continuous ambulatory (capd) to continue exchanges with nutrineal. It was not reported whether the patient underwent any diagnostic testing, received any remedial treatment. The outcome of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal lot (10g12g44) delivered to the patient has been withdrawn from the market due to complaints of sterile peritonitis. The nutrineal has been identified as the cause of the peritonitis. A field corrective action (fca) has been initiated and on (B)(4) 2010, the fca team issued the fca# (B)(4).

Event description:
Follow-up information was obtained from the nurse on (B)(6) 2010: on (B)(6) 2009, the patient began treatment with nutrineal pd4 unknown bag (dose, frequency, and lot number not reported) ip for continuous ambulatory peritoneal dialysis (capd). On an unreported date, prior to (B)(6) 2010, the patient began a new lot number of nutrineal pd4 unknown bag (once a day, dose and lot number unknown) ip for capd. On an unreported date in (B)(6) 2010, while on holiday, the patient presented to the accident and emergency (a & e) department with a sudden onset of abdominal pain after a dwell with nutrineal. On (B)(6) 2010 to (B)(6) 2010, in the a & e department, the patient received remedial treatment with 2 doses of intravenous (IV) cefuroxime and IV metronidazole. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis. The abdominal pain was considered a sign and symptom of the sterile peritonitis. On (B)(6) 2010, the patient was hospitalized for the sterile peritonitis. On (B)(6) 2010, the patient began remedial treatment with oral flucloxacillin for exit site discharge, and vancomycin (2 g, 3 doses; day 1, 5, and 10, ip) and gentamycin (40 mg, once per day, ip) as per hospital protocol. The onset date of the exit site discharge was not reported. On (B)(6) 2010, remedial treatment with vancomycin, gentamycin, and flucloxacillin was stopped. On an unreported date in (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient's pd catheter was removed as the sterile peritonitis was unresolving and the pd effluent had become cloudier. On (B)(6) 2010, the patient attended his pd unit and completed retraining for capd. He was discharged home that evening and began nutrineal pd4 viaflex, lot number 10g12g44, (once per day, dose not reported). On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by a sudden onset of abdominal pain with cloudy pd effluent during the dwell with nutrineal pd4 viaflex. On (B)(6) 2010, the patient was hospitalized for the sterile peritonitis. On (B)(6) 2010, the patient began remedial treatment with vancomycin (2 g, ip, if serum level <15 mgs/l) and ceftazidime (125 mg/l, 4 times daily, ip) for the cloudy fluid and abdominal pain. On (B)(6) 2010, ceftazidime was stopped and the patient began remedial treatment with ciprofloxacin (500 mg, twice daily, oral) due to tolerating oral intake. On (B)(6) 2010, the patient was discharged from the hospital. As of (B)(6) 2010, treatment with vancomycin and ciprofloxacin were ongoing. The sterile peritonitis was ongoing and improved. The outcome of the exit site discharge was not reported. On an unreported date in (B)(6) 2010, nutrineal pd4 viaflex was stopped. It was reported nutrineal pd4 unknown bag was not stopped due to the sterile peritonitis. It was unknown to the nurse if the sterile peritonitis on (B)(6) 2010 was related to nutrineal pd4 unknown bag therapy and was unable to determine the cause of the sterile peritonitis as the patient was on holiday at the time of onset and reported there was no obvious cause. The nurse believed the sterile peritonitis was related to nutrineal pd4 viaflex and reported the cause of the peritonitis as nutrineal usage from suspect batch ((B)(4)). The nurse did not provide an assessment of causality for the exit site discharge. The nurse considered the sterile peritonitis as medically significant.